Manufacturer narrative:
Insulin pump received unable to perform the displacement test due to cracked and bleeding lcd noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.